Event description:
It was reported that the device had decreased sensing and increased thresholds over time. In addition it was reported that the sight may have the start of an infection and the patient no longer requires the device. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.